Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 2 seconds, the balloon ruptured vertically. The device was removed from the patient without any problem and the procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Microscopic analysis confirmed a rupture of the balloon. A bend in the catheter was noted 3.8 cm from the hub.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 2 seconds, the balloon ruptured vertically. The device was removed from the patient without any problem and the procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was good.